Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Expected, not yet received.

Event description:
It was reported that the during incoming inspection at the warehouse two products were found to have the seal peeling off and one product had a crease in the sealing area. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed; the returned products exhibited a crease and/or fold in the seal of the pouches. DHR was reviewed and no discrepancies were found. A manufacturing deficiency is considered the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.